Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebv1297 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the valve of one lumen of the dual lumen solo is separated from the extension tubing. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adaptor was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr d/l powerpicc solo catheter. The sample contained usage residue throughout and the purple/blue luer adaptor was detached from the extension tube. Gross visual evaluation of the sample showed that no additional segment of extension tube remained within the luer and the extension tube appeared to be stretched and damaged. Tactile evaluation of the tube revealed tensile strength loss which was particularly weak near the break end. Microscopic examination of the tube end confirmed that it contained the striated pattern consistent with the original manufactured end. The bore of the luer hub was measured and found to be within specification and the outside diameter of the extension tube of the opposing lumen was measured to also be within specification. Measurement of the tube on the affected lumen was not possible due to the damage. The damage features were consistent with the hub having been pulled off the extension tube. No potential manufacture contributing factor was observed on the returned sample. A lot history review (lhr) of rebv1297 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the valve of one lumen of the dual lumen solo is separated from the extension tubing. No other information was provided.